Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a peritoneal dialysis (pd) transfer set was cracked and the twist clamp was separated from the mainbody. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that occluder feet on the light blue main body were broken/cracked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.